Event description:
It was reported by the customer that there was a faulty pressure trace reading. Device would read blood pressure at 180/90 for a few seconds, the drop to 100/40. Zeroing the device gives correct reading, but then pressure drops off after a short time.